Event description:
The urologist diagnosed urinary stress incontinence and put a monarc sling (bladder) mesh that would lift my bladder to stop leakage. Since surgery, my conditions became worse with excessive leakages without coughing, even run down legs upon standing and walking. I don't have any warning signs. I get up sometimes from lying position without feeling urgency; urine begins to flow down my legs all the way into the restroom. I went from wearing panty liners prior to surgery to thick pads and diapers sometimes. When get up out of bed from lying down to sitting position and stand, urine runs down my legs. Sometime I must sit on the commode for long period before urine void. I even set up from lying position last month and urine gushed out as though a dam had broken. I have with urinary tract infection. I have problem with very severe pelvic pain that hurts so bad, I walk bend over holding my pelvic in an attempt to help. I can barely walk in the house when pains are very severe without grabbing wall or objects. I holler with every step, there are times when pain eases up after taking pain pills. I don't take pain pills until the pain becomes unbearable. A second opinion doctor referred me to specialist, for pelvic and vaginal pain. I have even more severe pain in pelvic area when doctor pushes hard in locations and examines interior and vaginal pain. I am scheduled for surgery in (B)(6) 2012, due to bladder mesh damages. I believe the bladder mesh is messing with my spine. I have problems with severe pain in legs and can barely move at times. I have different pain in calf and different pain in entire leg with numbness that causes me to fall. I cannot walk for lengthy times, it causes pelvic and leg pain to become worse. I feel something pushing at the bottom of pelvis and sometimes vaginal area. It also feel like something is pulling pelvis down. When the severe pain hits, I can barely get from the bed to restroom.